Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed prior to patient use. The device was filled with cefazolin 6000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from august 26, 2020 - august 27, 2020. H10: the actual device was available for evaluation. Visual inspection via the naked eye, noted fluid inside a bag that contained the unit, which suggested leak has occurred. Further inspection revealed, the cause of leak inside the bag was, due to broken tubing at the junction of the flow restrictor. A portion of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The cause of the condition could not be determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.